Event description:
It was reported that the patient presented to the clinic and the left ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014.